Event description:
It was reported that (3) devices were used during a colectomy. It was reported by the affiliate that when the tct75 firing trigger stuck half way through the motion. This happened three times using three separate tct75 devices, the case was completed using a tlc75. Another instrument was used to complete the case. There was no consequence to the pt.